Event description:
This event was rec'd from the FDA, via copy of the customer's submission through the maude database. Customer reported that post operatively, the absorbable pin as described by customer "in digit 2nd left" presented with discoloration under the toenail and tenderness in the digit. This required add'l surgery to remove it. No further pt info is available and no add'l adverse consequences have been reported. This device is used for treatment.

Manufacturer narrative:
The device was discarded by the customer and the complainant's event could not be verified. A review of the device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. Add'l info rec'd from the surgeon's office revealed the pt also presented issues with the add'l pins implanted in the other toes. The condition reported could be related to an adverse pt reaction to any of the materials implanted. Prod dfu warns of a possible allergic reaction to the implant materials. Pt sensitivity must always be considered prior to implantation. The cause of the complainant's event could not be determined from the info available and without device eval. If further info relevant to the cause of this event becomes available a f/u report will be submitted.